Manufacturer narrative:
See manufacturer¿s report # 3004209178-2013-15311 regarding event information for stimulation felt while the device was off pertaining to the implantable neurostimulator (ins) [s/n: (B)(4)] of the same implanted system. The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. (B)(4) applies to the implantable neurostimulator (ins) [s/n: (B)(4)] and (B)(4) applies to the lead [s/n: (B)(4)]. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative reported that the patient had stopped using the device after discovering the lead had migrated at some point in the past; the patient did not know why he did not call the manufacturer representative at that time or after. Event cause related to lead migration was unknown, and diagnostic testing or troubleshooting performed related to the lead migration was unknown. A CT scan indicated the lead had pulled partially from the epidural space. They did not speculate on when lead migration had occurred, and the manufacturer representative did not ask about the circumstances that preceded lead migration. It was also reported that the implantable neurostimulator (ins) was in an overdischarged state. Interventions/actions taken to resolve the reported issues included a full system explant. The issue was resolved at the initial time of report, and the patient's status was alive with no injury. There were no reported patient symptoms. Additional information received from the manufacturer representative on 12-aug-2016 reported that the onset date of the lead moving from the epidural space was unknown, and the cause of lead migration was unknown. It was also reported that the onset date of the overdischarge was unknown. Circumstances that led to the ins overdischarge included the patient had just quit using the ins, and no troubleshooting was performed related to the ins overdischarge. Relevant interrogation print-outs were not provided as the ins was overdischarged and there was no telemetry. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.